Event description:
The following was reported to hamiton medical ag: during service, unable to calibrate pressure, does not hold pressure and expels it through the expiratory valve. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during service, unable to calibrate pressure, does not hold pressure and expels it through the expiratory valve. No patient involvement.